Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that "the pt went to surgery for a mitral valve replacement. The pt returned to surgery later in the afternoon for post-op bleeding at the operative site. The pt was returned to the surgical intensive care unit (sicu) on a intra-aortic balloon pump. During the night shift, the pump was alarming continuously. The console was changed out two times without resolution of problem. The md was called to bedside and was about to change out the iab as it was working only intermittently for about 10 seconds at a time. The pt underwent cardiac arrest during the time the iab was intermittently functioning. The pt was resuscitated and a new iab was inserted but currently, the pt remains unresponsive, in critical condition and appears to have sustained permanent neurological damage. We have had several issues with this same fiberoptic catheter over the last several months (balloon failures, various alarms) which have been recently reported to the MFR for this device. We have obtained lot numbers from the shipment several months ago. If these lot numbers are needed we have them, but, we have not saved the outer wrappers from these past events to confirm actual lot numbers involved. Stated by arrow, they have not had a 'reportable number of complaints involving this product. They feel the lack of wire reinforcement in this particular catheter may be leading to kinking and thus, the alarms being generated. Has offered additional trouble shooting training for users in august." The med watch report states the iab was placed in 2007 removed the same month. The call report date is 7/18/2007 and states the following: "the rn stated, that male pt s/p CABG and mvr had poor augmentation. The clinical support specialist asked for some strips to be faxed. The strips were faxed to the clinical support specialist and noted bpw to be squared. The css and the rn discussed possible causes. The current volume was set at 35cc (40cc iab). The css told the rn that this is most likely r/t kinking of catheter, small aorta, blockage within the aorta, positioning. The pump was operating in operator mode and pattern trigger. Rhythm was sinus with slight irregularity rate approx 120. The rn switched to autopilot to try to optimize the timing without success."